Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, upon suturing the vaginal cuff, one needle broke off in the patient and it was not able to be retrieved. They opened a new device to complete the case. No patient injury.